Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported out from the field that the prepared foley catheter surface intended to use was very brown in color, had color variations and that the surface of the catheter was uneven.

Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow further evaluation. Visual evaluation of the returned eight-photo sample noted one opened (without original packaging), used silicone foley with discoloration. Visual inspection of the first photo sample noted the overview of the catheter. The second photo shows the catheter shaft and the bifurcation. The third and fourth photo shows the catheter shaft. The fifth photo shows the tip of the catheter. The sixth photo shows the inflation and drainage funnel with product information. The seven photo shows product packaging information. The eight photo shows a paper with foreign writing. Unable to confirm the condition of the affected catheter due to only photos provided for investigation. Further functional testing could not be performed if only based on the attached photos. Therefore, the reported event is inconclusive due to poor sample condition. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported out from the field that the prepared foley catheter surface intended to use was very brown in color, had color variations and that the surface of the catheter was uneven.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The initial reporter's fax number: (B)(6). The reported event was confirmed cause unknown. Visual inspection of the sample noted that shaft of the catheter was bent. This does not meet specification per ip7603444, revision 0. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Correction: d. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported out from the field that the prepared foley catheter surface intended to use was very brown in color, had color variations and that the surface of the catheter was uneven.